Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error for the past 2 days. The customer did not know the blood glucose reading. No significant events leading to the alarms were observed. The customer stated that she kept the insulin pump in her bra and did not observe any condensation on the insulin pump. She was unsure whether the device had been pressed against her skin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and broken battery tube threads.